Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose (bg) on (B)(6) 2017 was 26.1 mmol/l with nausea, and strong fruity breath. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. Troubleshooting could not be completed. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a device issue or use error could not be ruled out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 08/09/2017 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was unable to complete the investigation due to an unrelated failure.